Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it was confirmed there was a design change as a resistance-improvement of the power switch. Devices included within this design change were shipped after december 11, 2013. The subject device of this report was manufactured prior to the design change (see h4).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. Visual inspection of the returned device confirmed a broken power switch as it stayed in the on position and was stuck. The power switch would not bounce back to the off position when pushed; therefore, it could not be powered on/off when trying to activate it from the front panel. The power switch was then examined and broken fragments from the black sleeve were found. It was noted that the power switch and the switch plate (bracket) are a previous version.

Event description:
A user facility reported to olympus that the power switch was "mechanically broken." The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.